Event description:
Report of air noted in distal pt line. The pump was set to deliver a continuous morphine infusion at an unspecified rate. A nurse reported that she saw air in the distal pt line with no device air-in-line alarm sounding. The air did not reach the pt's i.v. Site, she noted the air and turned the pump off. The pt reportedly experienced some discomfort due to lack of morphine delivery while the i.v. Container and cartridge emptied. The pump was switched out and pain therapy resumed. There were residual adverse pt effects. The pump keypad was locked. The nurse was not aware that locking the keypad of this pump will disable the air alarm and use of an air eliminating filter is recommended as described in the device manual. Programming accurate container volumes is also very important. The rptr states she will inform all nursing personnel of this device feature.

Manufacturer narrative:
An infusion test ran at 50ml/h for a total of two hours without any alarms. When air was introduced into the system the pump alarmed air correctly. Fluid spillage was found in the latch area. Nurse manager previously informed that the air alarm is disabled if the keypad is locked.